Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage of the distal end body. In addition to an intermittent/flickering image issue, the bending section cover was torn, and a hole was present, the bending section was ruptured, the up/down angulation was r-0 l-90, and there was play of the control knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the distal tip was stuck in the disposable trocar. The issue occurred during the diagnostic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and an intermittent/flickering image issue was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred because the imaging unit and the board inside the video connector broke down due to the moisture that entered the inside of the device from the leak point. The event can be detected/prevented by following the instructions for use which state the following: "do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.". "If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.". Olympus will continue to monitor field performance for this device.